Event description:
It was reported that the luer lock connection became disconnected. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge and infusion set, then successfully resumed insulin delivery.